Event description:
It was reported that the patient's right atrial (ra) lead was repositioned, and no further details were provided as to the reason. The lead remains in use. This patient is a participant in a safety trial post-market clinical study. No patient complications have been reported as a result of this event.